Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the control module was faulty. Fse replaced the control module. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm would not move. The control dial is not working. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the control module. The fse replaced the control module and returned the system to use in good working order. Philips has started an investigation of this complaint.